Event description:
Glucose meter failed to post results to a patient's record on two occasions. Staff failed to recognize that the meter did prompt them "patient ID not valid." Staff chose the override function and performed the test. The results failed to post to the record. Further investigation revealed that the rn recognized that the patient's wrist band was not reading correctly. She obtained a new band for the patient. It is unknown if the meter was not reading correctly or if the wrist band had an invalid identification since the original wrist band was discarded. The meter worked correctly when new bands were created. The glucose meter was quarantined and returned to the manufacturer. Staff on the floor has been educated for proper process when they've obtained the "patient ID not valid" error on the meter.